Manufacturer narrative:
The root cause can not be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for the consumer receiving blisters from the product. A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2021 a spontaneous report from the united states was received from a consumer via email regarding a consumer (gender not reported) who used an unspecified thermacare lower back and hip therapy heat wrap (lot number and expiration date were not provided) for back pain. Medical history included back pain. Concomitant products were not provided. On an unspecified date in (B)(6) 2021, reported as over a week ago (relative to (B)(6) 2021), the consumer topically applied one unspecified thermacare lower back and hip therapy heat wrap. Further information on product details and details of how the consumer used f the product were not provided. On an unspecified date in (B)(6) 2021, after using the product, the consumer experienced a blister. As of (B)(6) 2021, the blister had not healed and hurt. Follow up attempts were unsuccessful. No additional information was provided.